Manufacturer narrative:
The instrument was returned and evaluated. The customer reported complaint was not confirmed by failure analysis. Remotefe data found that the instrument was used on 6 occasions and had 4 remainder lives left. Additional observations by failure analysis found the instrument tube extension had pad printing removed. The tube extension had several deep scratch marks that had removed the pad printing. Scratch marks measured approximately .199' x .062. Failure analysis concluded, pad printing removed was due to mishandling/misuse. Additional findings were the instrument's distal end of main tube had various scratch marks with light material removed. The scratches were .132- .219 in length and not aligned with the tube axis. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings -handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however the pad printing and main tube damages were to recur could cause or contribute to an adverse event.

Event description:
It was reported that a brand new monopolar curved scissors instrument was plugged into the machine and it only reported 8 lives when it should have been 10 lives. There were no missing or fallen pieces reported. There was no allegation of any harm, injury, or adverse outcome to a patient.